Event description:
The customer was hospitalized for low bgs. The customer thinks that maybe it could be over bolusing due to high bgs. No alarms were noticed recently. The customer was disconnected from the the pump and back on injections. Troubleshooting was performed. The programming and bolus history were accurate. In addition, a lead screw test was completed and passed. Suggested customer call md to discuss possible causes of low bgs.